Event description:
Patient underwent uterine fibroid embolization. Patient appeared to have normal angiography prior to treatment. Recovery post embolization occurred without incidence. Several days later patient had abdominal pains and reported to the hospital. It was determined that patient had bilateral ovarian necrosis laparoscopically. The patient underwent surgery to remove both ovaries. Recovery was uneventful.